Event description:
It was reported when using the pyxis medstation es system drawer failed. The customer stated that they were using another station to locate medications for patients and there was no harm or delay in medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that the pharmacy technician escort had already retrieved the cubie pocket. Field service engineer recommended that the medications be reloaded into a new pocket. The system functioned as intended after the field service engineer troubleshooted the device.